Manufacturer narrative:
The olympus field service engineer (fse) found the cracked lid, removed the side, and back panels to replace it. The fse performed an electrical safety test. The device was repaired according to the manufacturer instructions. No additional information has been obtained. If additional information is provided a supplemental report will be filed.

Event description:
An olympus field service engineer (fse) found an oer-pro with a cracked lid at a user facility. No patient involvement or injury was reported. No additional information has been obtained.

Manufacturer narrative:
The investigation has been completed. A device history record (DHR) review was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. The instructions for use (IFU) states: ¿before using the equipment, always check that there is no irregularity regarding the following points on the lid and the lid packing. If there is any irregularity, cleaning fluid or disinfectant solution may leak out.¿ the root cause could not be conclusively determined. Probable causes that could have led to the reported event include that the lid was contacted with a scope when it was closed and/or something hard hit the lid.